Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the device used in this incident, it was determined that station patients were not crossing over the station and had no critical override notices, and synchronization information was current. The technical support specialist verified that there were no health sight viewer errors for the station and no related errors in the system logs. The tss and customer later confirmed that the root cause was a typo in the interface configuration for the affected station following a recent interface change. After the incorrect character in the interface mapping was corrected, data flow resumed normally, and the issue was fully resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients did not cross over to the two stations. The customer stated that patient care was impacted. Users were able to manually pull medications and locate patients using the facility view to confirm details. The new orders were still not flowing. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d concomitant med prod data.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients did not cross over to the two stations. The customer stated that patient care was impacted. Users were able to manually pull medications and locate patients using the facility view to confirm details. The new orders were still not flowing. However, there were no delays or adverse events or injuries reported based on this event.